Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, the device was fired on the second attempt and the jaws clamped on the cystic artery. They had to manually pry it off, but no damage occurred to the artery. Another clip applier was used to complete the procedure. There was no adverse consequence to the patient.